Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient pulled off her sensor and it has a huge nodule like almost an infection underneath it. The patient was admitted to the hospital because of it for cellulitis leading to staph infection, turning into cellulitis and almost turning into sepsis throughout her system, the patient did not call and cleaned it instead and she was calling now because the patient was short on sensor. At the time of the report, patient condition was unchanged. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).